Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No pt injury or death was reported. At this time, there is no info suggesting there was pt involvement.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch ws evaluated and identified as requiring replacement. A replacement footswitch was ordered for the customer. No further conclusion can be drawn as concluding repair info is unavailable and no additional service info was provided.